Manufacturer narrative:
Although requested, the electronic data from the device has not been provided. The investigation is on-going, and a root cause is not known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A professional customer reported that the device stopped performing compressions during a rescue. They reported that they took a second device and the same thing happened (this MDR is for the second device). The customer reported that they felt the cause was user error. No additional event or patient information was provided.